Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of replacing the backup system controller, serial number: unknown, due to wear and corrosion of the screws, could not be confirmed. No images were submitted of the system controller, nor did it return for inspection. Multiple good faith effort (gfe) attempts were sent to inquire if any log files were available, the serial number of the backup controller, if any images were available, details regarding the adverse event, the patient¿s symptoms, the plan of care, and if any products would return for analysis; however, no response was received. The root cause of the reported wear and corrosion could not be conclusively determined during this investigation. The device history records for the heartmate 3 system controller were unable to be reviewed as no product identifying information was provided. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. The heartmate 3 lvas IFU section 8 entitled ¿equipment storage and care¿ and the heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ address how to properly care for, maintain, and store the equipment for proper use including how to ensure that the controllers and equipment do not get wet. The heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Voluntary mw number (B)(4) was received 16jun2025. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient arrived at the clinic on (B)(6) 2024 with noted wear and corrosion to screws on the primary and backup system controller. The controllers were exchanged. The healthcare provider indicated that the patient experienced an adverse event that required intervention to prevent permanent impairment/damage.